Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found the parity power on reset (por) bit was not reset. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. Product ID: n EU_recharger_acc, product type: recharger. Product ID: 8840, product type: programmer, physician. Product ID: neu_recharger_acc, product type: recharger. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
The manufacturer representative reported that the recharger was not reading the implantable neurostimulator (ins) prior to implant. When trying to charge the ins the recharger was not recognizing the ins and the reposition antenna screen was seen and the press start charge screen. A power on reset (por) was seen on the recharger when the manufacturer representative tried again. When using clinician programmer the ins showed as 100% charged and no por message was displayed on the clinician programmer. Two chargers were tried. No patient was involved with this event, no patient symptoms reported. If additional information is received a follow-up report will be sent.